Manufacturer narrative:
Our field service engineer investigated the anesthesia system on-site. No problem with the anesthesia system was found. The n20 gas module was exchanged as a precaution. The anesthesia workstation was returned to service. The reported issues indicates oscillations in the n20 gas module and, as a consequence, a larger flow than requested from the n20 gas module was delivered. A larger flow from the n20 gas module than requested affects the gas mix between n20 and oxygen in the fresh gas flow leading to a lower oxygen and/or agent concentration than set. Alarms for low oxygen and/or agent concentration are generated to notify the user. The received device logs confirmed the reported event with alarms for oxygen delivery below the user setting. The returned n20 gas module was investigated using simulated use testing in a reference system. The problem could not be reproduced. Since the experienced issue could not be reproduced, we have not been able determine the true cause.

Event description:
It was reported that during patient treatment, alarms for lower inspired o2 concentration than set were generated. There was no patient harm reported. Manufacturers ref: (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. Reference exemption #: (B)(4).